Event description:
New information received notes that programming changes were made to resolve the issue of post-paced t-wave oversensing on the implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed as the physician elected to monitor the patient. The patient was in stable condition.